Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/19/2014).

Event description:
Consumer complaint of about high blood results. Reviewed the last 6 blood results in the meter memory. Customer stated she normally ranges between 120 mg/dl and 150 mg/dl fasting. Based on parkes error grid analysis, the bias between the highest result in memory (476) and the lowest normal result (120) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Reviewed the last 6 blood results in the meter memory: (B)(6). Customer stated she normally ranges between 120mg/dl and 150mg/dl fasting. Based on parkes error grid analysis, the bias between the highest result in memory (476) and the lowest normal result (120) is located in zone c/d. No adverse event reported.